Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported for this driver and issue to date. Visual/functional inspection: the device was returned. The latch plate was found to be bent and the cannula sled was cracked. The device was not able to be primed in the received condition. Conclusion: the investigation is confirmed for failure to prime, as the device was not able to be primed in the as received condition. However, the investigation is inconclusive for self-activation due to the returned sample condition. It is likely that the damaged components contributed to the failure to prime. However, the definitive root cause for the self-activation could not be identified. Labeling review: the current IFU (instructions for use) states: precautions: never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: magnum biopsy instrument preparation: energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red. Test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device.

Event description:
It was reported that device self-activated in preparation for the biopsy. No patient involvement was reported.

Manufacturer narrative:
The serial number for the device was reported and the device was returned for evaluation. The evaluation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.